Manufacturer narrative:
(B)(4). Concomitant medical products: thrombectomy: merci, other: tissue plasminogen activator, reopro, embolic protection: emboshield nav 6. The reported patient effects of thrombosis and death are known adverse events as listed in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with acute stroke due to proximal right carotid artery occlusion. After treatment with tissue plasminogen activator (tpa), the patient was transferred to another facility for further treatment. An rx acculink stent was implanted in the right internal carotid artery, and the patient received reopro. Thrombosis occurred in the rx acculink stent and was treated with aspiration. The thrombosis also occurred in the anterior cerebral artery and was treated with a merci thrombectomy device, resulting in vessel perforation and a large subarachnoid hemorrhage. The patient ultimately died. The death was attributed to the perforation and subarachnoid hemorrhage caused by the merci thrombectomy device and not to the rx acculink stent. No additional information was provided.